Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, the supply bag disconnected is known to cause the reported alarm. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three of four, the home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm. The home patient (hp) stated that the supply bag became disconnected. The hp cycled the power to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.